Event description:
Boston scientific received information that that during an atrial fibrillation ablation procedure on this patient with 3rd degree heart block, the patient experienced syncope even though this cardiac resynchronization therapy defibrillator (crt-d) was programmed to electrocautery protection. Boston scientific technical services (ts) discussed the situation and suggested since the device cannot be programmed not to use the defibrillation detect circuit which is causing pacing pauses, they should consider providing external pacing support for this patient. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.